Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing was damaged. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd pegasus safety closed IV catheter system tubing was damaged. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 7109292. Our records show the reported lot was manufactured from 05/03/2017-05/06/2017, and determined that this is the only instance of a defective tubing occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally during the physical evaluation the device, bd engineers identified the pinch clamp as a potential cause for the observed damage. Unfortunately, the pinch clamp was not returned with the device, preventing the complete review and the validation of the root cause.